Event description:
It was reported that during the implant procedure, the rv lead was implanted with good measurements when, upon implantation of the atrial lead, rv loss of capture and changes in impedance were seen. Lead dislodgement and possible perforation into the left ventricle were suspected but not confirmed. Lead was repositioned. It was then noted that the patients bp and o2 saturation started to fall and then stabilized. Lv lead implantation continued but o2 levels dropped again. Patient became pacer dependent and patients pulse was lost. CPR was performed but was unsuccessful. The patient expired due to cardiac arrest. The physician stated that the death was inconclusive. The patient was sick and elderly.